Event description:
It was reported that during a gyn procedure, the tip of the jaw broke off of the device, no piece fell into the pt. The piece was lost out of the tray during transfer. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.